Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms: during the procedure. The following event was noted during literature review: a patient experienced temporary unilateral blindness during the carotid artery stenting procedure which subsided within 24 hours. Post-procedural cranial CT showed a unilateral right occipital lobe infarction. The complication was defined as a major stroke on the basis of the nihss score with the presence of hemianopsia. Reportedly, the patient's neurological status remained uneventful throughout the late follow up period. Though requested, no additional information was available.

Manufacturer narrative:
Attachment: nikolas saratzis, et al. Carotid artery stent placement with embolic protection: single-center experience. J vasc interv radiol 2007; 18:337-342. The device is not returning. The lot number was not identified; therefore, a device history record review could not be performed. The rx acculink, referenced is being filed as a separate report. (See scanned pages).